Event description:
The surgeon transmitted to sophysa the complete shunt (valve + catheter) during a meeting in order to get an analyze. No precision have been transmitted. The surgeon explanted the shunt for a suspicion for obstruction.